Manufacturer narrative:
H3. Device evaluation summary: product analysis #805461504:part # a01130250 lot # 1610648 visual inspection confirmed the tip of the t20 driver has broken. Optical inspection revealed a brittle fracture surface. The damage to the driver is consistent with bend stress overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having revision surgery for extension due to vertebral fracture. It was reported that when removing a crosslink in a revision spine procedure, the tip of the t20 driver sheared off in the implant. The shard was recovered and was not left in the patient. A second driver was used to complete the procedure. There were no patient symptoms reported. There were no further complications reported regarding the event.